Event description:
Caller reported a malfunction on pump, which did not lead to customer's blood glucose level exceeding 500 mg/dl, indicating no adverse impact. Customer was advised to use mdi as backup therapy and had not received field correction notice, prompting cts to update details and resend. Cts replaced pump and provided instructions for storage mode, sensor usage, and return of old pump, ensuring continuous insulin delivery.